Event description:
It was reported that the customer had a neck surgery on (B)(6) 2014. Customer stated that after a week from being released from the hospital, he experienced a seizure and the paramedics were contacted. The incident occurred on (B)(6) 2014 and the customer had a blood glucose level less than 20 mg/dl. Customer was not taken to the emergency room per her request. Customer was treated at the scene. Customer does not know the perceived cause of the low blood glucose level. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.